Event description:
It was reported that the customer had high blood glucose levels (147 mg/dl). Customer reports pump seems to be working as expected. Pump passed delivery system check. Customers health care professional made adjustments to basal setting.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.